Event description:
It was reported the customer had an out of package failure. Customer reported removing their reservoir from the box and the o-ring was detached from the reservoir. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.